Manufacturer narrative:
Complaint conclusion: a 6.0 x 15 142 palmaz amiia genesis stent delivery system (sds) was inflated for the stent implant but the palmaz genesis sds did not inflate and rupture was confirmed. This may have been damaged during flushing and preparing outside of the body, but the cause is unknown. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 17729681 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds burst - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics although unknown may have contributed to the reported event. According to the safety information in the instructions for use ¿do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6.0 x 15 142 palmaz amiia genesis stent delivery system (sds) was inflated for the stent implant. However, the palmaz genesis did not inflate and rupture was confirmed. This may have been damaged during flushing and preparing outside of the body, but the cause is unknown. There was no reported patient injury. The device was discarded.